Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Screw component loosened and separated from the optigun assembly. In process but not yet complete.

Event description:
It was reported that during procedure in 2006, the screw component was missing from the optigun. Post op radiographs confirmed that patient did not retain screw.